Manufacturer narrative:
Additional information: h6, h10: device evaluation: one smiths medical cadd solis vip pump was returned for analysis in a good condition. During analysis, the customer's concern was unable to be duplicated or verified. Service will replace the latch/lock optic sensor for precaution. Service also performed preventive maintenance and functional test to pass. Based on the evidence, the complaint was not confirmed, and no fault was found.

Event description:
Additional information was received indicating that the malfunction occurred during testing.

Event description:
Information received indicating that a smiths medical cadd solis vip pump alarmed when latch was closed. No adverse effects reported.